Event description:
Hercules retractor found to have broken pieces after removing from chest. Two small pieces of metal found on outside of chest. No pieces found in patient's chest, confirmed via x-ray.